Manufacturer narrative:
Date of event was reported as a few weeks ago ((B)(6) 2016). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they got a 375 error code (indicating an antenna failure) on the recharger. They noted that they had some charging issues recently and had trouble getting a connection. A new antenna was to be sent to the patient. It was also reported that the patient had a loss of stimulation from their implantable neurostimulator (ins). The patient stated that the stimulation turned off on its own without the programmer or ¿anything¿. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.